Manufacturer narrative:
As reported, the bard/davol hydrosurg plus battery chamber had fluid post procedure. The subject device was returned for evaluation. Visual evaluation of the sample finds corrosion on the batteries, base battery springs and brown corrosion material on the battery housing. Fluid passed beyond the lip seal of the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related. Note, the date of event is considered to be a best estimate as (B)(6) 2021. Sample evaluated.

Event description:
As reported, when the operating room staff opened the bard/davol hydrosurg plus laparoscopic irrigator battery compartment at the end of the case, a yellow-green-brown fluid was noted inside the battery compartment; battery corrosion was not visibly noted by the operating room staff. There was no performance issue and the device functioned as intended. There was no reported patient injury/harm.